Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries were not functioning as designed. Replacing the batteries resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The batteries have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the batteries were not holding a charge on the system.

Manufacturer narrative:
Batteries for the imaging system were returned to the manufacturer for evaluation. Testing found that seven trays were below voltages intended for the unit. Additional batteries for the imaging system were returned to the manufacturer for evaluation. Testing found that one tray had voltages under specifications.